Event description:
The clinician reports the implant was inserted (B)(6) 2007 in ada 29. On (B)(6) 2022, fracture of the implant was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: bleeding. No further patient complications were reported.